Manufacturer narrative:
Visual inspection of the autopulse platform (sn (B)(4)) revealed damaged wire restraint loop. The autopulse platform is a reusable device and was manufactured on 23 nov 2007 and has exceeded its service life of 5 years old. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. As part of routine service during testing, the platform was evaluated. Upon initial functional testing, the platform displayed a system error, out of service, revert to manual CPR message. The archive data was reviewed and contained a system error 136 (internal parameter corrupted) message. The system error message was due to a defective processor board. Upon customer approval the processor board will be replaced and the device will be further tested to full specification.

Event description:
It was initially reported by the customer that the autopulse platform (sn (B)(4)) wire restraint loop was damaged. The autopulse platform was returned to zoll for investigation. During initial functional testing, the platform displayed a "system error, out of service, revert to manual CPR" message upon power up.